Event description:
It was reported by the patient that two weeks ago, they felt dizzy and were hospitalized. The patient was informed that a device check showed the atrial lead was loose. Patient went home and saw his doctor. The device was checked by a company representative and patient was informed that the lead was loose. The representative made a phone call, and then told the patient that the lead was not loose. No further information was given. The patient is still feeling dizzy and tired, is concerned that there is a malfunction, and wants to know what is going on with the device. The company representative was contacted and reported an increase in atrial thresholds. The patient's physician was contacted regarding the patient's status. The physician reported that there is no atrial lead dislodgement, there is high impedance. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.